Event description:
It was reported during primary surgery, nurse opened packaging and noticed second layer was stuck to first layer. Nurse then opened another package, but noticed the same issue, but not as bad as the first. The doctors went ahead and used packaging because it was the only one left. Surgery was completed with no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device was not received. A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported during primary surgery, nurse opened packaging and noticed second layer was stuck to first layer. Nurse then opened another package, but noticed the same issue, but not as bad as the first. The doctors went ahead and used packaging because it was the only one left. Surgery was completed with no delay.